Event description:
Nellcor puritan bennett rec'd info stating unit stop cycling while in pt use.

Manufacturer narrative:
Nellcor puritan bennett rec'd new info on may 8th stating that during pt use, device stop cycling.